Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the trailing haptic tore off. The lens was removed without any pt injury.